Event description:
It was reported the t2 failed to secure on the meniscus. A same model backup was used to complete the surgery.

Manufacturer narrative:
This device was received in good but used condition. The blue split cannula was returned. The white depth/penetration limiter was returned trimmed. T1 and t2 were not returned. No suture was returned. The visual inspection does not indicate aggressive use. There is no bowing, bend or twist of the delivery needle. Functional test indicates that the manual advancement of the actuator is functional. The advancement button was in its full position to locate t2 at the tip of the delivery needle for stripping off after through the meniscus. The complaint indicated that ¿t2 failed to secure on the meniscus¿. This is a subjective allegation as securing needs a conducive density tissue to secure successfully. There is no manufacturing cause related to support this complaint. No further investigation is warranted.